Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and ten months later post filter deployment, a computed tomography of abdomen and pelvis was performed which showed perforation of inferior vena cava greater than 3 mm outside the vena cava. No filter fracture, tilt and migration were noted. The filter with grossly stable appearance compared to the previous study. Several of the lower limbs appeared to be at the wall or slightly outside the wall of the inferior vena cava. One of the limbs was definitely outside of the inferior vena cava extending to the soft tissue posterior anterior and adjacent to the aorta. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately eleven years and ten months later post filter deployment, it was alleged that the filter struts perforated outside the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.